Manufacturer narrative:
A1, patient identifier (in confidence) - no patient specific details have been provided. Therefore, data provided reflect gore's internal number for this case. A review of the manufacturing records indicated the lot met all pre-release specifications. Gore intends to contact the source for additional information on the potential availability of the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore a 48 mm gore® cardioform asd occluder was selected to treat an atrial septal defect with a deficient retro-aortic rim and a very floppy posterior rim. Inside the patient, the left disc was reportedly deployed without issues. However, when pulling the left disc towards the septum, it repeatedly prolapsed into the right atrium as the disc could not hold on to the aortic root. Reportedly, five unsuccessful attempts were made, when all of a sudden, the physician noticed a pericardial effusion. The intervention was aborted immediately and the pericardium was punctured to drain the excess blood from the sac. As the bleeding would not seize, the physician directed the patient be emergently airlifted to (B)(6) hospital where the patient successfully underwent surgical closure of the asd. It was also reported that the surgeons at (B)(6) hospital identified three punctures believed to have been caused by the multiple maneuvering movements when trying to position the left device disc on the aortic root, leading to the pericardial effusion. As the device itself was reportedly retrieved in perfect condition, the punctures were reportedly not attributed to the gore® cardioform asd occluder being defective.

Manufacturer narrative:
B5, describe event or problem: updated part of event description. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. H6, medical device problem code: replaced imdrf code a0101 with code a150201. Added code a22. H6, investigation findings: code c19 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The device was reported discarded at the facility. Therefore, an evaluation on the device could not be performed.

Event description:
Reportedly, five unsuccessful attempts were made, when all of a sudden, the physician noticed a pericardial effusion. The intervention was aborted immediately and the device was removed from the patient. The pericardium was punctured to drain the excess blood from the sac but as the bleeding would not seize, the physician directed the patient be emergently airlifted to zurich university hospital where the asd was closed successfully during surgery.